Event description:
It was reported that the patient experienced recurrent nocturnal hypoglycemia followed by subsequent hyperglycemia while using the ilet bionic pancreas, with a noted erroneous body weight entry change from 140 lb to 13 lb preceding a blood glucose rise to 401 mg/dl and subsequent lows (reaching 65 mg/dl) after a corrective meal announcement. Symptoms included hypoglycemia, hyperglycemia, sweating, and shaking. Outcomes included the need for oral glucose treatment and education on appropriate low treatment and meal announcement practices. Investigation included technical review of reported data trends and user-report assessment. Investigation of this case revealed likely overcorrection of lows and inappropriate parameter entry affecting insulin dosing decisions, with meal announcements being used as correction. It was concluded that user handling contributed to the event and that education on correct meal announcements and treatment of hypoglycemia is warranted, with consideration of cgm target adjustments for overnight management.